Event description:
Patient had initial primary total knee on (B) (6) 2008. Had a painful knee from initial surgery. Progressively got worse and radiolucent lines were noted progressively worsening over time in serial x-rays. Revision surgery performed on (B) (6) 2010. Tibial was grossly loose. Upon removal of the articular surface, the 2 plastic caps that fill the holes in the tibia were noticed to be loose. Severe pitting was noted on the articular surface of the poly as well. The surgeon expressed major concern about the performance of the crosslinked poly in such a short time. After adequate exposure the tibial was lifted out. The femur was removed and a large pocket of lysis was found in the lateral posterior condyle as well.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The loose tibia may have led to the wear of the articular surface. It is reported in the original product experience report that the two plastic caps that fill the holes in the tibia were loose. Two potential explanations could be the relative motion between the plastic caps and tibial tray due to the loose tibial tray; as well as the possibility of the cement mantle pulling them out upon removal. Based on the available information, however, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.